Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified superficial femoral artery. A 6.0 x150, 135cm charger balloon catheter was advanced for dilatation. However, during the second inflation at below nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another charger balloon. No patient complications were reported.